Event description:
Suspected asymptomatic calcification of the lens was noticed 3 years and 4 months after implantation. The original surgery was performed in 1998. The visual acuity is 20/20 with blur. The lens was explanted in 2002.